Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 4. The home patient (hp) stated that he went to answer the door in dwell 1 of 4. The hp stated that he was at the door for a while and the hc started alarming. At this point, the hp connected himself and called baxter. The technical service representative (tsr) explained the alarm and had the hp cycle the power twice to clear the alarm. The tsr then explained that the hp would need to start over with new supplies and advised to call the nurse in the next 24 hours. No patient injury or medical intervention was indicated at the time of the initial report.